Event description:
It was reported that a revision surgery was perform due to a patella loosening. Patella and insert were replaced.

Manufacturer narrative:
The affected genesis ii resurfacing patellar component was not returned for evaluation. Our investigation including a review of complaint history revealed no additional complaints for the listed batch with the same failure mode. The device was manufactured in 2014. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that no supporting clinical documentation and no report of the patient's current condition was provided. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. Credit cannot be issued for this device.